Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 4/16/2019. Device returned to manufacturer: yes. The returned lens was received for investigation. The product was received in a lens case. Visual inspection with the unaided eye shows the product was cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/not provided, but the best estimate date is between (B)(6) 2018 - (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the tecnis toric intraocular lens (model zct525, +18.0 diopter) was explanted from the patient¿s left eye because of patient experiencing double vision. There was no incision enlargement, no vitrectomy, no sutures required at explant. No patient injury reported. The replacement lens was a non-toric, non-johnson & johnson surgical vision lens. The patient was reported to be fine. No further information provided.